Event description:
It was reported that the patient presented to the clinic for a follow-up visit. It was noted that the right ventricular lead exhibited an elevated capture threshold, resulting in failure to capture. No intervention was performed. The patient remained in stable condition and was awaiting the rv lead revision procedure.